Event description:
Suspected infection of the patient's pump pocket was reported. The patient reported pocket drainage from the area around the pump. The pump was recently implanted. The physician was considering removing the patient's pump and wanted intrathecal to oral conversion information and recommendations for preventing and managing withdrawal should they proceed with explant. The pump was delivering baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8711, lot# j11510r66, implanted: (B)(6) 2003, explanted: unk. (B)(4).